Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncopal events, bigemny and car accident. The leadless implantable pulse generator (ipg) exhibited atrial oversensing and cannot confirm atrioventricular synchrony. The ipg remains in use. No further patient complications have been reported as a result of this event.